Event description:
Customer's certified pump trainer reported, customer was hospitalized for diabetes ketoacidosis. Troubleshooting was not performed due to moisture on display at time of call. No further details provided at time of call.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.